Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the ccd signal wire rupture. Based on the result, we concluded, that it was cause,d due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed, that the insertion flexible tube coating damage, the bending rubber perforated, the insertion flexible tube buckled, the light guide cable cut, the lcb distal cover glass scratched and the objective lens dirty. However, these defects are not the main cause and/or irrelevant to the alleged complaint. This defect occurred not, during procedure. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).